Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient suffered from meningitis. Due to the recommendation of the surgeon, the device was explanted on (B)(6) 2017.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted for medical reasons, namely a meningitis episode following a cold. A review of the device_s sterilization records confirms that proper sterilization was applied at the time of manufacturing. No information available points to the implant being the source of infection. During investigation the device operates within specification. Damage found during investigation is most likely related to the removal surgery. Per latest information received, the recipient has recovered. This is a final report.

Event description:
The recipient suffered from meningitis. Due to the recommendation of the surgeon the device was explanted on (B)(6) 2017. The recipient was vaccinated only against viral meningitis. Per latest information received, the recipient has recovered.